Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary #(B)(4) - the device was returned and analyzed. The primary analysis finding noted no anomalies were found.

Event description:
It was reported that the patient had fibrosis causing significant pain at the implant site. A pocket revision was performed. The device was explanted and a new device was implanted. No patient complications have been reported as the result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.